Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. Additionally, it was reported, that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿. However, a specific value was not provided. The elevated bg was addressed, by a correction injection via manual insulin therapy. At the time of report, the customer¿s blood glucose had decreased to 352 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.